Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug (intraperitoneal, duration, dose and frequency were not reported) during hospitalization. The patient was discharged from the hospital and continued treatment for the event at home. At the time of this report, the patient was not recovered from the event. And pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.

Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified date two months ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.